Manufacturer narrative:
The events of "worried about the situation" and "hardened areas" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event(s) as follows: undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: ¿ induration or nodules at the injection site.

Event description:
Further follow up with the patient revealed the patient first noticed ¿a little edema in the dark circle areas¿ approximately 2 months post injection. Approximately 2 weeks later, the patient woke up with ¿a lot of edema and hardened areas in the dark circle areas.¿ prednisolone was started as treatment 2 days later. Six days later, the patient contacted an allergan representative because they were ¿worried about the situation.¿ it was revealed that during the hyaluronidase injection by another healthcare professional in the dark circle areas, the patient was also injected with hyaluronidase in the bottom lip where the juvéderm ultra plus¿ was injected. It is unclear what the complaint in the bottom lip was. It was also revealed that the juvéderm® volbella¿ with lidocaine was injected in the contour of the mouth and lips as well (initial report of injection site was in the dark circles only); patient has received 2 applications of hyaluronidase in those areas. Specifics regarding the adverse events in the lips and contour of the mouth were not provided. Patient developed ecchymosis in the dark circle areas as a result of a ¿puncture accident¿ from the hyaluronidase. Patient has received 3 applications of hyaluronidase under their eyes so far. This is the same event and the same patient reported under MDR ID #3005113652-2017-01725 ((B)(4)) and MDR ID#3005113652-2017-01602 ((B)(4)). This MDR is being submitted for the first suspected product, juvéderm® volbella¿ with lidocaine.

Manufacturer narrative:
Concomitant therapies: juvéderm ultra plus¿, juvéderm® voluma¿ with lidocaine.(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "edema," "hyperemia," "folds and redness," suspected "biofilm," and ¿suffering a lot, with [their] face deformed" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event(s) as follows: "contra-indications: ¿ do not inject juvéderm® volbella¿ with lidocaine into the eyelids. The application of juvéderm® volbella¿ with lidocaine in the bags under the eyes is reserved to specialists specifically trained in this technique and having a sound knowledge of the physiology for this particular area. Precautions for use: ¿ as a matter of general principle, injection of a medical device is associated with a risk of infection. Standard precautions associated with injectable materials shall be followed. Undesirable effects: the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of these tissues. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended."

Event description:
Company representative reported on behalf of the patient (who is also a healthcare professional) who was injected with 0.5ml of juvéderm® volbella¿ with lidocaine on each side in the dark circles, 1.5ml of juvéderm® voluma¿ with lidocaine in the malar on each side, and 1 complete syringe of juvéderm ultra plus¿ in the lip. Until approximately 3 months later, the patient ¿eventually noticed an edema in the dark circles." Around that time, "[the patient] woke up with a lot of eyelid edema with hyperemia in the area and from that day on, [patient] has experienced moments of fluctuation.¿ patient reported ¿intense edema in the area, with folds and redness.¿ there was no reaction with the juvéderm ultra plus¿ injection in the lips. Symptom sites were reported to be in the malar and eyelids. Symptoms appeared ¿days after application¿ for the juvéderm® volbella¿ with lidocaine and juvéderm® voluma¿ with lidocaine. Fifteen days after the onset of eyelid edema, the patient was injected with hyaluronidase in the dark circles, where there was a small reduction in edema, but 4 days later, the edema returned. Patient received another hyaluronidase injection 4 days later. Patient was also treated with a diprospan injection, prednisolone for 3 weeks with decreasing doses, and ciprofloxacin 500mg (started 1 day after the edema returned) for 20 days. It was not specified when the diprospan and prednisolone were started. There was no improvement with the use of corticosteroids. Patient has ¿allergic rhinitis,¿ but did not have a similar reaction previously. Concomitant medications reported as omega 3 and venlafaxine used before the injection. The patient believes this is a ¿biofilm complication,¿ per the literature they have studied as a healthcare professional. Further follow up with the injector revealed they ¿could not say that it is biofilm¿ and does not think this is a ¿biofilm.¿ all reported treatment was provided by another healthcare professional; none were given by the injector. Injector has not seen the patient in person; patient only forwarded them photos for evaluation. Patient reports that they are ¿suffering a lot, with [their] face deformed.¿ symptoms have not resolved. This is the same event and the same patient reported under MDR ID #3005113652-2017-01602. This MDR is being submitted for the first suspect product, juvéderm® volbella¿ with lidocaine.